Event description:
A 2.75mm x 18mm endeavor sprint rx drug-eluting stent was inserted into a patient for treatment of right coronary lesion, with 90% stenosis. The lesion was not pre-dilatated. It is reported that the stent failed to cross the lesion. When the physician removed the endeavor sprint rx device from the patient, the stent appeared deformed. Patient status is reported to be fine, post procedure. No clinical sequelae were reported. The device was returned to the manufacturing site for evaluation. A number of stent struts on the 1st proximal segment were deformed. The next eight segments were intact. The remaining segments were stretched and pulled distally over the distal tip. The nature of the damage to the distal segments is consistent with the stent segments being caught as the device is traveling proximally. Procedural cd images were also returned for evaluation. Review of the procedural cd images confirms that the physician was attempting to treat an in-stent restenosis in the heavily stented rca. The cd contains images of balloon inflations at the target lesion and further distally along the vessel. However, there are no images of the attempted delivery and subsequent removal of the endeavor sprint rx stent.

Manufacturer narrative:
(B)(4) other (stent damaged during procedure). Evaluation results: no predilation carried out; failure to deliver stent; 90% stenosis. Evaluation conclusions: no predilation carried out; 90% stenosis.